Event description:
The pt called lifescan and alleged that their lancing device was not functioning. Medical affairs spoke to the pt and obtained/verified the following info: the pt stated that they were diagnosed with diabetes less than 1 month ago. They is in the process of adjustng to the medications and using the new meter. They reported that on the day of the event they ate a big breakfast at mcdonald's. They did not attempt to test prior to eating. They then drove to an appointment (not a medical appointment), which was over 1 hour away. While waiting for their appointment they stated that they felt funny and tired. They tried to test, but stated that the lancing device would not fire. They ate some crackers and had a diet sode. They went in for the appointment and stated taht during the appointment, they began to feel off balance. After the appointment they went to the waiting room to lie down. They became incoherent and was falling in and out of sleep. A staff member at the office gave the pt some orange juice and called the paramedics. They tested their blood sugar at 50 mg/dl. After drinking the orange juice their blood sugar result was 88 mg/dl. Based on the info provided, there is evidence that pt suffered a serious injury, which was due to use error of the lancing device. The pt could have tested by lancing manually. The pt could have prevented the injury if they had been able to test, as their symptoms worsened while trying to test. A replacement lancing device is being sent to the pt.